Manufacturer narrative:
The returned product was evaluated and the investigation found insufficient battery power. A decrease in battery power could result in an under-delivery of insulin. The pod was also found to have had an alarm, a safety feature not considered a malfunction, which indicated an occlusion was detected. The cause of the low voltage and alarm could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 checking your blood glucose chapter 4 / page 36 warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that her blood glucose reached above 300mg/dl while wearing the pod on her abdomen for longer than 48 hours. Treatment included giving a bolus and corrections, then changing the pod on the third day. The device was returned for evaluation.